Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6) hospital. The reported issue is unconfirmed. The root cause of the reported issue is unable to be determined. The device was evaluated upon receipt. No issues detected. Safety and functional check out. It was also reported that the temperature fluctuations were not noted in the maintenance log previously. Routine maintenance needed. Performed routine maintenance. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed; label review is not required. DHR review is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during maintenance by bd, temperature fluctuations were detected but not noted in the maintenance log. Per review of wo on 01dec2025, there was no patient involvement.

Event description:
It was reported that the during maintenance by bd, temperature fluctuations were detected but not noted in the maintenance log. Per review of wo on 01dec2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6) initial reporter name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.